Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A loaner mayfield skull clamp with a loaner swivel adaptor and ultra base unit were involved in a slippage and laceration during a sub occipital craniectomy and c-1, c-2 laminectomy. The unit did not "secure" and slipped during the procedure. It is unk whether the pt was repositioned prior to the unit slipping. The pt incurred a small laceration to her scalp which required stapling to close the laceration. The procedure was delayed and the pt remained anesthetized for an hour while another unit was obtained from another hospital. The pt recovered without further incident.